Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was off. The customer¿s blood glucose level was 200 mg/dl at the time of the incident and the current blood glucose value was 284 mg/dl. The customer experienced symptoms such as thirsty. The customer was treated with insulin pump. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer stated the other blood glucose value was 229 mg/dl, 300 mg/dl, 305 mg/dl, 158 mg/dl. Customer stated the insulin pump had blank display and display returned. Customer stated the insulin pump had failed battery alarm and was reoccurred with each new battery inserted. Troubleshooting was performed. The insulin pump will not be returned for analysis.